Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a progressive increase in left ventricular threshold and no capture due to a dislodgement. There was a revision attempt but they were unable to get subclavian access. The lead was turned off. No patient complications have been reported as a result of this event.